Event description:
The device tested out of specification during manufacturer's analysis. No information was received, and no patient complications have been reported since the device was removed from service.